Event description:
A user facility reported that a disposable ambulatory infusion system over delivered during a chemotheraphy treatment. According to the complainant, the patient was on a 7-day infusion regimen and received the entire volume (100cc) of medication (5-fu) in 4 days. The complainant indicated that there was no injury associated with the event.